Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implatable cardioverter defibrillator exhibited post-paced t-wave oversensing. The device was reprogrammed to address the issue.